Event description:
It was reported that the two of five syringe modules had a "syringe calibration needed" error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe modules had a "syringe calibration needed" error. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: concomitant med prod data, device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the report that the syringe modules had a "syringe calibration needed" error was confirmed through a review of the device logs and was only found in one of the received devices when initial functional testing was attempted for this investigation. The review of the suspect syringe module sn (B)(6) error log identified multiple error code 351.6760.0 (syringe not calibrated) events. The last error occurred on 13aug2024 at 7:09 am. Event log review observed the user accessed two times alaris system maintenance (asm). The first time on 25 july 2024 between 8:09 am and 8:29 am and the second on 26 july 2024 between 9:28 am and 10:08 am. This may indicate that the calibration had been attempted. Per alaris system maintenance ver. 12.3.0 user manual and alaris pca module technical service manual (dir 10000384612), a calibration must be followed up with a preventive maintenance or check-in task group to lock in the values and prevent the ¿syringe calibration required¿ error message from generating. After functional testing was attempted, the syringe calibration and preventive maintenance tasks were performed using asm v12.5.0 to clear the error message and perform functional testing on the devices. The returned device completed the calibration tasks successfully and test result showed the devices passing all preventive maintenance tests as required. Function testing after syringe calibration and preventive maintenance tasks were performed with no errors or malfunctions observed. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the syringe module was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the probable cause that the syringe modules had a "syringe calibration needed" error was attributed to error code 351.6070.0 (¿calibration required¿). The root cause of error code 351.6070.0 (¿calibration required¿) is suspected to be from improper calibration performed on the device per event log recording of alaris system maintenance (asm) attachment. A calibration must be followed up with a preventive maintenance or check-in task group to lock in the values and prevent the calibration error message from generating.